Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-00338. It was reported the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was established postoperatively.